Event description:
It was reported that during an l4-l5 lumbar fusion procedure, as the surgeon was doing the final tightening, the collar broke in half, and the nut is damaged. The torque wrench was also damaged while trying to tighten the nut. The surgeon removed the nut and collar and replaced them with a different nut and collar with no further problem. This is report 3 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the part has an overall worn and used appearance. There are tiny nicks all over the black handle. The surface finish of the shaft is dull. Both conditions are consistent with field use. There is no obvious damage to the drive of the torque wrench. This complaint is that the part will not fit with other parts. It is concluded that all features relevant to the complaint condition are in specification, therefore the complaint is invalid. The product development investigation revealed that the overall analysis of our investigation has indicated that no root cause can be found for the reported complaints. Several process improvements have been identified and implemented and future complaints will be evaluated as they occur.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Maude adverse event report, report # mw5024065 was identified by post market surveillance. A copy of the report will be included in this report. This is 3 of 3 reports for complaint (B)(4).